Manufacturer narrative:
H.10: through follow-up communication livanova learned that the flow probe was found to be broken and the issue was solved replacing the flow probe, therefore no flow interruption occurred during procedure. Based on this information, the event has been re-evaluated as non reportable.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the flow on a s5 system stopped during priming. There was no patient involvement.